Manufacturer narrative:
Concomitant medical products: (B)(4).

Event description:
It was reported the patient returned to the outpatient infusion center since the catheter was not working. Upon removal, the nurses noted a kink with a hole in it. Additional information received 15feb2023: the catheter dwell time was 2 weeks and there were 2 dressing changes during that time. The catheter insertion site was the upper arm above the ac, no area of flexion. The user reported "I believe my catheter broke when I was having trouble removing the statlock during dressing change. After the stat lock was removed we started having blood back up. At first I thought it was her IV site but then started looking for another issue when I couldn't get the bleeding to stop. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the patient returned to the outpatient infusion center since the catheter was not working. Upon removal, the nurses noted a kink with a hole in it. Additional information received on 15feb2023: the catheter dwell time was 2 weeks and there were 2 dressing changes during that time. The catheter insertion site was the upper arm above the ac, no area of flexion. The user reported "I believe my catheter broke when I was having trouble removing the statlock during dressing change. After the stat lock was removed we started having blood back up. At first I thought it was her IV site but then started looking for another issue when I couldn't get the bleeding to stop." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Continuation of d11: onqn#(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The complaint of catheter leak during use was able to be confirmed by the video as it revealed leaking at the proximal end of the catheter. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not exceed maximum pressure limit of 325 psi on high pressure injector equipment or catheter's maximum recommended flow rate for corresponding injectate viscosity to reduce risk of catheter failure. Pressure limit settings on high pressure injector equipment may not prevent over-pressurizing an occluded or partially occluded catheter, which may cause catheter failure." The complaint of catheter leak during use was able to be confirmed by the video as it revealed leaking at the proximal end of the catheter. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.